Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the reported event (error e216) was not duplicated, and also found that there was no abnormality. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information and the investigation result, there was possibility that this event was attributed to the following. A temporary electrical contact failure occurred, due to the adhesion of foreign object etc. To the electrical contacts of the video connector. An adhesion of foreign object or a malfunction had occurred on the video system center side. A temporary malfunction had occurred, due to static electricity or overcurrent. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated. Then, the subject device was transferred from sorc to omsc for evaluation, but the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, it was found that the scope communication error e216 occurred on the subject device. This error had occurred many times in the past on the subject device at the user facility, and each time the subject device had been returned to olympus, but this issue had not always been duplicated at olympus. There was no report of patient injury associated with this event.